Event description:
While testing a company owned demo unit prior to sending it out for a demo, it was found that when it was turned on, the "sync" and "pace" leds would light but the start up self test sequence would not begin. There was no pt harm involved. The problem was traced to an intermittent operation of the mother board. However, the specific problem was not identified. The complete assembly was replaced. The event is not occurring more frequently or with greater severity than is usual for the device.